Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that recent treated events produced stable shock impedance measurements of 50-60 ohms. However, in office testing produced measurements greater than 200 ohms. Vector breakdown revealed that any programming that included the superior vena cava (svc) was out of range. A boston scientific technical services discussed device function in regard to the different types of system impedance testing. It is most likely that the svc has calcification. The consultant suggested single coil distal to device configuration. The system remains in service and no adverse patient effects were reported.